Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: run through, sion; guide catheter: heartrail il3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the proximal to distal circumflex coronary artery with mild tortuosity, heavy calcification and 99% stenosis, an intravascular ultrasound (ivus) could not cross the lesion after pre-dilatation was performed with a 2.0x15 mm tenku balloon dilatation catheter (bdc) and a 2.5x10 mm non-abbott bdc. The non-abbott bdc was re-advanced using a buddy guide wire technique and dilatation was performed again. A 3.5x38 mm rx xience alpine stent delivery system (sds) was advanced and resistance was felt with the patient anatomy. The sds balloon was inflated; however, the balloon ruptured on the third inflation at 16 atmospheres for 15 seconds. The sds was removed from the patient anatomy without resistance. Ivus was performed and it was seen that the stent was not dilated enough; therefore, a 3.5x15 mm non-abbott bdc was advanced for post-dilatation. The procedure was successfully completed and post-procedure stenosis was 0%. There was no adverse patient effect and no clinically significantly in the procedure. No additional information was provided.